Event description:
Medics responding to a cardiac call reported they were uncertain if pacing was being activated. They stated the pt's displayed ECG did not change as pacing current was increased. The operator pressed the pacing switch multiple times, and changed current settings in an unsuccessful attempt to achieve capture. The pt was not resuscitated. The reporter stated that the alleged malfunction did not cause or contribute to the pt's death. The reporters opinion was based on an assessment of the pt's lack of viability.